Event description:
It was reported that, during surgery, while inside the patient, reamer got stuck and a hammer was used to hit the t-handle, which caused the handle to snap. Reamer removal cap was used to remove the stuck device and procedure was concluded with the same t-handle and without a delay. The patient was not harmed beyond the described event.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device broke along the handle component, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical investigation concluded that this case reports that during the revision of a non-s&n device, the t-handle broke when it was struck with a hammer. Per email correspondence, both parts of the handle are accounted for. The procedure was completed using a backup device with no patient injury or surgical delay. Therefore, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B4

Event description:
It was reported that during a revision surgery that was not of smith and nephew devices, while inside the patient, reamer got stuck and a hammer was used to hit the t-handle, which caused the handle to snap. Both parts were removed. Reamer removal cap was used to remove the stuck device and procedure was concluded with the same t-handle and without a delay. The patient was not harmed beyond the described event.